Event description:
During arthroscopic reverse shoulder repair, the driver tip (2mm) broke off purportedly into the patient's wound. A radiographic image did not show the tip among the other hardware, nor was it located during exploration. If in the wound, it was unintentionally left in for lack of locating it. The patient/family was notified.